Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted tsc to report false negative result for proficiency sample polyspecific direct coombs testing using ahg bioclone reagent lot# rmg468c1 exp. 5/24/20 with traditional tube testing. Issue reported: (B)(6) 2018, frequency: isolated, sample ID: proficiency sample provided by (B)(6). Methodology used: tube testing ; incubation time (for manual test only): as per IFU ; pattern observed: false negative ; reaction grade obtained: negative ; customer was expecting: positive result according to proficiency supplier test repeated: yes ; result obtained by repeating: negative, several times, by 4 different technologists method used to repeat: tube testing . Other relevant details: customer states that quality control was performed on ahg polyspecific reagent, quality control ok. Customer uses ortho affirmagen cells for controls, spiking the positive control with coombs check cells in order to make it positive. Customer states that reagents and sample passed visual inspection. Sample came as 3% concentration, customer spun and washed red cells then proceeded with testing. Sample was tested beginning on (B)(6) 2018, few times after that date and all testing yielded same negative result. Tsc discussed limitations of procedure with customer, referenced product IFU, tsc discussed proficiency sample preparation and handling. Tsc attempted to obtain statistics regarding failed survey sample, customer does not have reaction strength expected or frequency of correct/incorrect results. Tsc did batch review on lot# provided, no other complaints recorded.